Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
The user reportedly has an infection and an abscess near the site of the implant. The infection has reportedly spread to the level of the implant. In (B)(6) 2023, granulation appeared and the user's parents sought medical assistance every 2-4 weeks. On (B)(6) an abscess appeared and the clinic prescribed antibiotics to avoid a second surgery. Between (B)(6) and (B)(6), the abscess broke and the clinic and the parents discussed removing the device. The device was explanted on (B)(6) 2023.

Event description:
The user reportedly has an infection and an abscess near the site of the implant. The infection has reportedly spread to the level of the implant. In (B)(6) 2023, granulation appeared and the user's parents sought medical assistance every 2-4 weeks. On (B)(6), an abscess appeared and the clinic prescribed antibiotics to avoid a second surgery. Between (B)(6), the abscess broke and the clinic and the parents discussed removing the device. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
Correction: date of awareness changed from 04.aug.2023 to 03.aug.2023.

Event description:
The user reportedly has an infection and an abscess near the site of the implant. The device will be explanted on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.